Event description:
It was reported that during surgery, mushroom top of the impactor broke off as the surgeon was backing out the nail with the hammer. No delay. No confirmation backup device received. No impact or injury to patient reported.

Manufacturer narrative:
This event should be re-evaluated for MDR reporting. Reviewing the information available it was determined that the device broke outside of the patient, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.